Event description:
Six or seven years following bilateral intraocular lens (iol) implant surgery, a surgeon reported a patient experiencing a "light dispersion feeling" in her right eye only. A yag laser treatment was performed due to a secondary cataract. During examination before the laser treatment, the surgeon noted glistenings in the iol. At the time of the yag laser treatment, the surgeon reported it was difficult to focus the laser. The glistenings were suspected. The surgeon reported the patient developed normal tension glaucoma following the yag laser procedure and was treated with medications. In a follow up, the surgeon reported she did not consider the "light dispersion feeling" as health harm because no visual acuity decrease had been observed.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B) (4). (B) (4)..